Event description:
It was reported that during a procedure of the eccentric, moderately tortuous, non-calcified, 90% stenosed right coronary artery, the 2.5 x 12 nc trek balloon catheter was used and during the second inflation the balloon ruptured at 10 atmosphere. A non-abbott balloon catheter was used for additional balloon angioplasty and a non-abbott stent was implanted to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.